Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site. As such, surgical intervention took place in 2025 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.